Event description:
It was reported that the device did not cut the tendon on the first try and then had to be forced open to retract. After the first try it kept gnawing at the tendon and further dissection was needed to harvest the tendon. The case was completed by extending the incision and using other devices to harvest the graft. The case was a quad tendon anterior cruciate ligament repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed the handle mechanism of the device is not working properly (sticks and jams) causing the blade to not travel full distance. Device cutter blade is not closing properly (does not travel full distance) and is flipping. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.